Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to high pacing impedance and non capture and it was confirmed under fluoroscopy that there was an insulation issue near the insertion point. This lead was never in service and will not be returned for analysis as lead has infection. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to high pacing impedance and non-capture and it was confirmed under fluoroscopy that there was an insulation issue near the insertion point. This lead was never in service and will not be returned for analysis as lead has infection. No additional adverse patient effects were reported. Additional information received indicates that the lead was not infected but instead lead was contaminated.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 patient codes.